Manufacturer narrative:
Block e1: initial reporter state/province: (B)(6). Block h6: device code 1069 captures the reportable event of stent shaft break. Block h10: the returned contour stent was analyzed, and a visual evaluation noted that the bladder pigtail was detached. The suture string was not returned with the device. No other issues with the device were noted. The reported event was confirmed. The investigation revealed that the bladder pigtail was detached, which could have been interpreted by the customer as stent shaft break. Based on the product analysis, the problem found, bladder pigtail detached, could have been generated by the user or due to the interaction of the device with the suture string or other devices involved during procedure. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was opened to be used during a ureteroscopy lithotripsy procedure in the ureter and right kidney, performed on (B)(6) 2020. According to the complainant, during preparation, outside the patient, when the physician unpacked the device, it was found that the stent was fractured into two pieces. Another contour ureteral stent was opened and successfully completed the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter state/province: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was opened to be used during a ureteroscopy lithotripsy procedure in the ureter and right kidney, performed on (B)(6) 2020. According to the complainant, during preparation, outside the patient, when the physician unpacked the device, it was found that the stent was fractured into two pieces. Another contour ureteral stent was opened and successfully completed the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.